Event description:
The doctor reported that implant was removed due to osseointegration failure approximately 4 months since the implant placement date. Oral hygiene around the implant site was good. Bone quality at surgical site was type 1. During the surgery, no significant finding was found. Another implant was placed in the surgical site.